Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually (error code) and through hearing. Te232035 (pfiltersensordefect). - the device log files (service log, error log, event log) were provided to hamilton. - this malfunction was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error code) and through hearing. Te232035 (pfiltersensordefect). The device log files (service log, error log, event log) were provided to hamilton. This malfunction was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.